Manufacturer narrative:
Shockwave medical, inc. Is submitting this supplemental report to provide the patient identifier in a1; delete code 4060 in h6 (medical device problem code) and file attachment from the initial report. The device evaluation has already been captured in h10 in the inital report.

Manufacturer narrative:
The device referenced in this report was returned to shockwave medical, inc. For evaluation. The reported failures of unable to deflate and balloon loss of pressure were confirmed. Based on the reported event, the 6fr terumo sheath used with the ivl device could have contributed to the difficulty removing the device. However, the exact cause of the reported failure of unable to deflate the balloon could not be definitively determined. Patient calcium and user error most likely contributed to the balloon loss of pressure. Review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. Shockwave medical, inc., has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
During intervention of the left iliac, the device referenced in this report was used in conjunction with a 6fr terumo sheath during which the balloon loss of pressure after the first cycles of 30 pulses. However, fluoroscopy image shown the balloon was still inflated in the patient. The users reportedly spent 20 minutes trying to deflate the balloon without success. The physician decided to remove the still inflated balloon and sheath through arteriotomy. The intended procedure was ended after the removal of the device, and manual pressure was held on the patient's femoral access site. The physician believes the calcium might have contributed to the balloon loss of pressure. The physician was made aware that the 6.5 m5+ device would required a 7fr sheath size, but decided to continue with the use of the 6fr sheath. There was no detached component from the reported event. No additional hospitalization was required as a result of the reported event. There were no patient sequelae reported.